Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was noted to be over infusing. No adverse effects were reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing included accuracy testing. Three separate accuracy tests were performed and at least one was outside the pump's delivery manufacturing specifications. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the expulsor was the cause of the reported issue. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.